Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a bent pin was found in the patient's unshielded patient cable, which was then exchanged and discarded.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a bent pin on the lemo connector of a patient cable was confirmed via the provided image. The ungrounded 14v patient cable was not returned for analysis; however, an image was provided showing a bent pin on the lemo connector. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The power module instructions for use (IFU) under precautions section stated to not force together connectors without proper alignment. Forcing together misaligned connectors may damage them. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. No further information was provided. The manufacturer is closing the file on this event.